Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal end of a vapr 90 degree hook electrode fell off into the pt's joint space. The surgeon believes that the entire broken fragment was retrieved from the body. The procedure was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. When all of the information that can be had, is had and evaluated, the results of said investigation will be the subject in the follow-up report.